Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and insulin pump received battery out limit alarm after putting battery. The blood glucose at the time of the incident was unknown. It was also reported that the esc buttons was not working. The insulin pump will not be returned for analysis.